Manufacturer narrative:
(B)(4). Age at time of event: approximately 55 years old. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07166. It was reported that a pericardial effusion occurred. The patient was undergoing a left atrial appendage closure (laac) procedure. The patient's inr was 1.0 and they were taken off warfarin 2 days prior to the procedure. The patient was not on antiplatelet medication at the time of the procedure. A watchman® double curve access system was selected and a 24mm watchman ® laa closure device & delivery system was inserted into the access system. The closure device was deployed and released. The procedure was successfully completed; however, after the procedure, a small pericardial effusion was noticed during the transesophageal echocardiogram (tee). There were no further patient complications and nothing was done to treat the pericardial effusion as the patient's condition was stable.